Manufacturer narrative:
Product ID 3888-56, lot# v884587, implanted: 2013 (B)(6); product type lead product ID 3888-45, lot# va08ww4, implanted: 2013 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708220, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 37746, serial# (B)(4), implanted: 2013 (B)(6); product type programmer, patient product ID 3888-56, lot# v884587, implanted: 2013 (B)(6); product type lead product ID 3888-45, lot# va08ww4, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported an impedance test was performed and showed there were no short circuits. It was noted that various attempts of reprogramming were performed to get the stimulation in the correction position on the patient¿s back but failed to mimic the trial settings. It was reported that x-rays were performed and it was confirmed the leads were placed significantly lower than during the trial. It was noted there was no device malfunction just incorrect placement of the leads. It was reported a revision was performed and intraoperative testing confirmed the leads were in correct position to cover the patient¿s pain in their back. It was noted the patient¿s outcome is unknown as they have missed several appointments with the health care provider (hcp).

Event description:
The patient experienced stimulation in the wrong location. The patient was going to have a revision due to the leads were not quite in the right place. The plan was to adjust the leads for more optimal coverage. It was noted that the patient has been programmed multiple times in the past to attempt to address the coverage needed. Ins battery longevity was performed to see if the ins should be replaced at the revision. The current voltage was 3.060. The patient has 2 programs around the 5v range and all electrodes were active. Battery longevity was around 6 months. The patient was probably not a primary battery candidate. Additional information has been requested.